Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a white string. The issue was identified during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: may 26, 2022- may 27, 2022. The device was received for evaluation. A visual inspection was performed which observed a particulate matter (pm) approximately 1mm in length and possibly of acrylonitrile butadiene styrene(fill port material) floating inside the fluid path of container. The reported condition was verified. The cause of the condition could not be determined.; however, the possible causes of pm found floating inside the fluid pathway include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.